Event description:
Clinic reports that the treatment was initiated per protocol. After the blood passed through dialyzer into the venous line, the bloodleak alarm went off. Venous line and dialyzer discarded, arterial line returned estimated blood loss 150cc. No adverse effects to the pt were noted. Treatment was reinitiated with an f80a wet pack without further incident. MDR filed due to bloodloss only.